Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient sought medical attention after experiencing symptoms of hypoglycemia while wearing a pod on the abdomen (left side, front) for less than 10 hours. At the time of the event, the patient was using the omnipod 5 system with a controller and a dexcom sensor. The patient alleged that the system displayed a glucose value of approximately 128 mg/dl, while a finger-stick blood glucose measurement indicated a value of 28 mg/dl. According to the patient, the discrepancy between the sensor-derived glucose value and the finger-stick measurement resulted in continued insulin delivery, including microdoses, despite the patient being severely hypoglycemic. Prior to seeking medical care, the patient reported experiencing sweating, confusion, and dissociation. A family member had difficulty getting the patient up and contacted emergency medical services, and the patient was transported by ambulance to the hospital. At the time medical attention was sought, the patient reported a diagnosis of hypoglycemia. The patient stated that medical professionals admitted the patient to the intensive care unit for close monitoring, including hourly blood glucose checks, and provided intravenous glucose. As of the time of reporting, the patient remained hospitalized, and a discharge date was not available. Dexcom was notified of the event on april 2, 2026.